Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, a high purge pressure alarm was observed. The automated impella controller stated the purge pressure was less than two. Tissue plasminogen activator was administered and the alarm was resolved. Support was continued and there was no reported patient harm.

Manufacturer narrative:
High purge pressure (hpp): data log review shows purge pressure slowly increase from 450 mmhg during the first few days of support to 600 mmhg on the day of the complaint. A quicker but still gradual increase in purge pressure from 600 mmhg to greater than 1000 mmhg was seen over almost two hours on (B)(6) 2025. There were no motor current spikes seen prior to the rise. There was also purge flow variability and a gradual trend downward from 15 ml/hr starting in the first few days of support. Purge flow began to decrease at a faster rate about 13 hours before the 2-hour purge pressure increase on (B)(6) 2025. The hpp sustained for 4 hours before resolving along with purge flow. Motor current was stable throughout the case. There were also five instances of long bag/cassette changes prior to the hpp events. None of these instances occurred directly before the initial purge pressure increase or the 2-hour pp rise on (B)(6) 2025. No product was returned. The root cause of the high purge pressure was most likely biomaterial buildup as a gradual rise in purge pressure and no motor current spikes were seen in the data logs.